Event description:
It was reported that the lesion was crossed with a guide wire, and pre-dilated with another company's dilatation catheter at two sites. The penta was then deployed at 12 atm; however, rupture of the balloon led to a distal dissection. As a result, another company's stent was deployed to cover the dissection.